Event description:
It was reported that (1) device was used during a liver surgery. It was reported by the affiliate that the tlc75 got jammed half way through firing cycle. The handle of the device sprung open. The surgeon was unable to realign and close the device, so it could not further be used. Another instrument was used to complete the case. There was no consequence to the pt.